Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The emergency department physician attending to the patient reported that the patient was sleeping when he experienced a hypoglycemic event. It was reported, the patient never woke up from the day before because he was seizing. Emergency medical services (ems) was called, and the patient was transported to the emergency department (ed). At the time of the event, the patient¿s cgm displayed 65 mg/dl but his bg was 30 mg/dl (ems glucometer) low (home glucometer). The patient was treated in the ed and was to be discharged later that day per the reporter. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 10/03/2022. Emergency medical services treated the patient with IV glucose and transported him to the emergency department. In the ed, he was given food, monitored, and released later that day. No additional patient or event information is available.